Manufacturer narrative:
Device out of warranty; no request for manufacturers service.no request for manufacturers service; no response from customer.

Event description:
Maude event report (B)(4) was received with the event description: 'ventilator shut off and started alarming. Vent taken off patient. Nurse bagged patient until ventilator replaced. No apparent injury, patient stable. Hospital risk management was contacted for further information. Hospital risk management reported there was no patient injury, and that the hospital biomed provided information only that the ventilator had been placed back into use. Hospital risk management suggested contacting the hospital biomed for further information. Hospital biomed was contacted for further event information but there has been no response.